Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes were under-filled. Customer reported this occurred with 44,000 tubes. The following information was provided by the initial reporter: underfilled tubes, 3 months self life left during use.

Event description:
It was reported that during use with bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes were under-filled. Customer reported this occurred with 44,000 tubes. The following information was provided by the initial reporter: underfilled tubes, 3 months self life left during use

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-21 h.6 investigation summary bd received [20] samples and [1] photo for investigation. The photo was reviewed and the indicated failure of a low draw volume level in the tube was observed. The returned samples expired on 30/06/2023. 20 returned samples were draw-tested with deionized water post-expiry date. All 20 tubes drew within specification. Additionally, [20] retention samples from bd inventory were draw-tested with deionized water. From retention samples testing it was determined that all 20 tubes drew within specification. The complaint has been confirmed due to the photograph provided. Although photograph provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of both returned and retained samples from lot number: 2056101 did not confirm the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.